Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed to open. Customer tried to reboot the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open. A field service engineer remotely accessed the device and confirmed there were no on-screen indicators for failed doors or drawers, identified one non-functional latch, which was replaced, cleaned all remaining latches and contacts to ensure proper operation, ran diagnostics and verified functionality, with the customer confirming proper operation within the application. The system functioned as intended after the field service engineer repaired the device.